Manufacturer narrative:
The device was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
To date, information suggests this medical device remains actively implanted. As new information would become available, this report will be further evaluated and updated. The device was subsequently explanted nineteen months later as a result of normal battery depletion. The device was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory testing was unable to confirm the reported clinical observations as no issues were identified with the device. This product issue will be updated if additional information is received.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on (B)(4) 2007, was determined upon interrogation, to have reached storage mode due to low voltage. An appropriate alert was generated upon interrogation with the programmer. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect. The patient refused the immediate device changeout that the boston scientific crm technical services consultant recommended.